Event description:
A hemodialysis user facility nephrologist has reported that a pt experienced what he called "a possible dialyzer reaction." The event occurred within the first hour of treatment and minimal uf was removed at the time of the event. Specific dialyzer information has not been able to be obtained. Multiple attempts have been made to obtain more information from the clinic manager, but information has not been provided as of the writing of this report. If more information does become available, a follow up report will be submitted. There is no sample available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Therefore, a manufacturer investigation is not able to be conducted at the time of the writing of this report. Investigation efforts continue and if more information becomes available, a follow up report will be submitted.